Event description:
Healthcare professional reported a xen®45 gts as "defective - the injector was not working well" during implantation in right eye. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual inspection of the injector and functionality test were performed. No additional damage was observed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) in each bevel position was observed. The expected results of functionality test were met. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts as "defective the injector was not working well" during implantation in right eye. No eye injury reported.